Manufacturer narrative:
A MDR decision tree for complaint reporting was reviewed and this complaint is not considered to be reportable. However, the hospital has reported this complaint to the FDA and we will be responding with our analysis as follow up. We were not able to evaluate the device and confirm the failure since the device was not returned by the hospital. We are not conclusive regarding the root cause of the failure. Please note, that this type of the device failure happens under direct vision and the piece could be easily removed by the physician without any pt problems. The lot history records review for last six months did not reveal any discrepancy to the complaint event during either the mfg or the packaging process. However, we have changed our mfg process and implemented 100% in-process inspection for the screws to prevent this problem in the future.

Event description:
The pt was undergoing a laparoscopic cholecystectomy. During the procedure, a screw came off the end of the retractor. The screw was removed from the pt without any patient problems.